Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked initially due to the implantable cardioverter defibrillator (ICD) detecting atrial fibrillation (af) with rapid ventricular response and then due to the right ventricular (rv) lead oversensing. It was also reported that the lead integrity alert (lia) had triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic), due to t-wave oversensing (twos). The device and lead remain in use. No further patient complications have been reported as a result of this event.